Manufacturer narrative:
Correction of date MFR rec from 2018-mar-02 to 2018-apr-18 to reflect accurate receipt of new information received in previous s upplemetal. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2018 crts (B)(4) (con): information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been having some leaking and need assistance adjusting her settings. Trouble shooting attempts were made and the patient programmer showed stimulation was on. The patient confirmed she was on p3 at 1.00v. It was reported that the patient increased stimulation to 1.75v on p3 and confirmed that she felt stimulation. The patient was redirected to their health care profession if the problem did not resolve. The patient also stated no falls were related to the issue. There were no further symptoms or complications reported or anticipated. 2018-mar-07 lfc (hcp): additional information was received from a healthcare provider (hcp). It was reported that the patient had fallen twice since implant, and a follow-up appointment was recommended with an x-ray and with the manufacturer representative (rep). The patient's guardian declined. The hcp reported that the leaking has been resolved. No symptoms were reported. No further complications were anticipated/reported. 2018-mar-19 patltr (con): additional information was received from the patient (con). It was reported that on 3/2/18, the interstim device setting was changed from 1.0 to 1.75. The patient reported that the leaking had not been resolved. The patient stated that on (B)(6) during the night, she went to the bathroom at 2 am and then woke up with a large leakage at 5 am. The patient noted that they were asleep when the leakage occurred. The patient reported a small amount of leakage on (B)(6) and (B)(6). It was noted that on (B)(6) that the device setting was changed to 2 on (B)(6). No further complications were anticipated/reported. 2018-apr-18 lfc1 (hcp): additional information was received from the hcp reporting that the cause of the leaking was not determined. Patient had the x-ray done on (B)(6)2018 and made a follow up appointment with company rep (B)(6). The x-ray was negative and device was intact. Moreover, it was not determined how the patient's fall affected the device. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been having some leaking and need assistance adjusting her settings. Trouble shooting attempts were made and the patient programmer showed stimulation was on. The patient confirmed she was on p3 at 1.00v. It was reported that the patient increased stimulation to 1.75v on p3 and confirmed that she felt stimulation. The patient was redirected to their health care profession if the problem did not resolve. The patient also stated no falls were related to the issue. On march 7th, 2018 additional information was received from a healthcare provider (hcp). It was reported that the patient had fallen twice since implant, and a follow-up appointment was recommended with an x-ray and with the manufacturer representative (rep). The patient's guardian declined. The hcp reported that the leaking has been resolved. Additional information was received on march 19th, 2018 from the patient (con). It was reported that on (B)(6) 2018, the interstim device setting was changed from 1.0 to 1.75. The patient reported that the leaking had not been resolved. The patient stated that on (B)(6) during the night, she went to the bathroom at 2 am and then woke up with a large leakage at 5 am. The patient noted that they were asleep when the leakage occurred. The patient reported a small amount of leakage on (B)(6). It was noted that on (B)(6) that the device setting was changed to 2 on (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp reporting that the cause of the leaking was not determined. Patient had the x-ray done on (B)(6)2018 and made a follow up appointment with company rep brady. The x-ray was negative and device was intact. Moreover, it was not determined how the patient's fall affected the device. No further complications were reported.